Event description:
Customer reported an infusion set leaked insulin during use, and he experienced hyperglycemia of 544 mg/dl as a result. He was capable of self-treatment and no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.